Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had pain in the left hip in the area where the ins was inserted. The patient thought she felt stimulation at first but then stopped feeling it. The patient did not have the patient programmer with her at the time of the call and was going to call back when she did. It was indicated that the change in therapy/symptoms was considered sudden. Additional information received from the patient¿s daughter indicated that the patient was having a CT scan and they wanted to know what needed to be done with the implant. Assistance was asked to check setting and they were able to sync and the setting was p2 at 0.6 volts. It was noted that the patient was not getting relief. They increased stimulation to 0.9 volts and the patient still did not feel stimulation. The patient was advised to consult with the doctor if they were not getting relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.